Event description:
It was reported by the sales representative that during a breast biopsy, after deploying the marker at the 6 o'clock position, the physician then tried to remove the marker but was instructed by the tech to rotate the prove then remove. The physician rotated the probe then removed the marker from the probe. The marker was deployed into the biopsy cavity. After removing the probe from the breast, they noticed that the tip was lodged inside the probe. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Investigation summary: the device was not returned for inspection and evaluation; therefore, a definitive conclusion could not be reached regarding this specific event. Based on our knowledge of the device design and its prescribed use, we have developed a comprehensive risk management file associated with our mammomark product portfolio to include tip shear. Tip shear has been identified as a potential risk whenever the applicator shaft is removed or attempted to be removed through the biopsy probe. Our mammotome vacuum assisted biopsy probes contain extremely sharp edges along the aperture opening to effectively excise tissue. Removing the applicator shaft creases the possibility of the applicator catching on one of these edges and shearing. As a mitigation step to address this risk, we provide contraindication language and instruction within the instructions for use: warning: failure to align to mammomark applicator as specified may result in improper deployment of the collagen plug and possible tip shear. Instruction #10: remove the mammomark applicator and the mammotome biopsy probe together as a single unit from the site and obtain images to confirm marker placement.